Event description:
The facility reported a colleague infusion pump with a failure code of 812:02. The event was reported to have occurred during biomedical servicing. During the evaluation at baxter, it was discovered that the event occurred during delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The user interface module master software version for this device is (B)(4), categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was confirmed but not reproduced. The assignable cause is faulty phm (pumphead module). The phm was replaced.

Event description:
The sys was explanted due to "excessive side effects." The pump delivered fentanyl 500 mcg/ml at 120 mcg/day. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).